Manufacturer narrative:
Reported event: an event regarding pain & dysfunction involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for revision of primary implant on (B)(6) 2015. As reported: "the patient had index right knee replacement out of cors scope. Patient returned for pain and dysfunction. Only the liner was revised on (B)(6) 2015. All other components were retained..."